Manufacturer narrative:
Initial reporter's foreign zip code: (B)(6).

Event description:
It was reported that anchor snapped while being malletted into hole. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.